Event description:
The distributor contacted animas on (B)(6) 2011 alleging the patient was unable to unlock the insulin pump. There was no reported adverse event associated with this complaint.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box and download history revealed no activity outside normal use. On investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, all the keypad buttons are unresponsive. Complete functionality testing was not possible due to the unresponsive nature of the buttons on the keypad. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons. The pump cover was removed for investigation and revealed moisture inside the pump.